Manufacturer narrative:
(B)(4). Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
The camera control unit is not detecting the camera head. The image is completely lost during the surgery. This was noticed just before the surgery. The laparoscopic procedure was converted to an open surgery. The following additional information was received via email from our distributor affiliate on 09/03/2015; because of the camera head malfunction, which they noticed prior to surgery, the case that was planned as a pediatric laparoscopy had to be converted to pediatric open surgery.

Manufacturer narrative:
Depuy synthes mitek has acquired (B)(4). During the acquisition process the electronic filing system has not been fully vetted to include olive medical&apos;s registration number. This is now being addressed. To meet the 30 day filing requirement this filing is being completed with the depuy synthes mitek registration number. The complaint device was returned and an evaluation was performed. A visual inspection revealed the uv adhesive around the button tail is worn. A functional test was performed and revealed that the complaint device camera head was found to be fully functional, the complaint cannot be confirmed. We cannot discern a root cause for the reported failure mode. However one possible root cause could be the cable between the display and the back of the control unit could have been loose. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.